Manufacturer narrative:
One non-sterile 73cm-long distal segment of a vista brite tip guide catheter was received coiled in a plastic bag. The proximal segment of the catheter was not received. The returned segment was severely twisted at 71.5cm from the brite tip. Blood residues were found at the twisted area. The catheter was measured against the appropriate drawing and the inner and outer diameter was found within specification. A review of the manufacturing records could not be done without a lot number. The complaint of separation was confirmed; however, there are no indications that this is related to the manufacturing process. Catheters are inspected 100% before leaving the facility. Additionally, several inspections are performed through the guide catheter assembly process. The product instructions for use state "torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Review of the available information indicates that device handling contributed to the event reported. No actions will be taken at this time.

Event description:
During the procedure, the vista brite tip 6f .070 al 2 sh 100cm guiding catheter kinked in the patient. While trying to "un-kink' the guiding catheter it broke up inside the iliac artery in two parts. One part was left in the physician¿s hands, the other one left in the patient. Immediately after that the physician stopped the bleeding from the artery, the patient was sent to the cardio surgeon to perform an operation to remove the remaining part. No anomalies were noted prior to use. The catheter could not be delivered to the target because it kinked in the artery and was then excessively torqued to try to un-kink the unit; the physician was unable to advance a guidewire through at that time. The shaft separated approximately 15-20cm from the distal end.